Event description:
It was reported that the customer's pump screen was dark and would not turn on. The customer declined to provide their blood glucose level at the time the issue was noticed. Technical support instructed the customer to try various troubleshooting steps, but the pump did not turn on. As a result, a replacement pump was arranged by technical support. The customer agreed to use a backup therapy in the form of manual injections and was instructed on returning the non-functional pump using a pre-paid label.